Event description:
It was reported that the piston rod inside the infusion device had become separated from the device. The history in the infusion device shows that the device repeatedly displayed error messages alerting that patient that there was a problem. The patient experienced a blood glucose level of 612 mg/dl and was treated with 24 units of insulin in the emergency room. The insertion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.